Event description:
Hill-rom rec'd a report from a hill-rom tech stating the left side rail was not latching. The bed was located in (B)(6) at that account. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint #(B)(4).

Manufacturer narrative:
The tech found the end tube was broken. A search of the hill-rom maintenance records show hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the end tube to resolve the issue. Based on this info, no further action is required.